Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with sensor and low blood glucose value of 52 mg/dl. The customer reported having sugar glucose vs blood glucose differences. Customer reported their blood glucose value of 52 mg/dl and sensor glucose value of 104 mg/dl. Assistance was provided and it was explained to the customer that the sensor glucose versus blood glucose meter readings will be close. It was also noticed that the sugar glucose value and blood glucose value difference was within acceptable range. It was reminded to the customer that a non-optimal insertion may impact sensor performance during the first day of use. The customer reported interstitial signal glucose value of 50.56 and blood glucose value of 234. The insulin delivery was not suspended due to sugar glucose value. The sensor will not be returned for analysis. The insulin pump will not be returned either.